Manufacturer narrative:
Initial and final MDR 1886148 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was leaking at site on (B)(6) 2024. The blood glucose level of the patient ranged between 250 to 400 mg/dl. The issue occurred with four simiar types of infusion sets used for 2-3 days. No further information available.